Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2. Corrected fields: d1, d4 (version or model no., catalog no., UDI no.). Complaint ID no. : (B)(4).

Manufacturer narrative:
Due to character restrictions in block e1, e1 event site full name is (B)(6). E1 contact person full name is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that upon opening the mega 30 intra-aortic balloon (iab) box, a condensation-like material was observed inside the balloon¿s sterile packaging. There were no patients involved.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: h6 (medical device ¿ problem code). A mega 7.5fr 30cc catheter kit was returned intact and sealed. Clear fluid was found inside the product packaging. The evaluation consisted of a functional, visual and chemical analysis inspection confirming the presence of fluid inside the packaging. A sample of the fluid has been tested via infrared spectrum analysis and found to be silicone. This fluid is used as a lubricant during the manufacturing process. It has been determined to be biocompatible, does not affect the function of the device, and poses no risk to the patient. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device meets all product specifications. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID: (B)(4).